Event description:
Patient received tha on (B)(6) 2013, at the hospital. The following implants were used. Tritanium cup, accloade ii stem, mdm liner and insert, and v40 lift head. The hip was operated on and there were difficulties during surgery with cup placement since the patient was so large. This patient is very heavy (B)(6), not compliant and his muscles are very tight due to past hip and back problems. A psl cup was first inserted and changed to a tritanium cup with mdm liner and insert. The patient was put through a range of motion and surgeon was happy with the results. Rehab was moving along as scheduled but the patient was not compliant and was refusing to get out of bed for his pt. On (B)(6) 2013, the therapist pulled on his leg as he was getting up out of bed and the patient felt a pop and pain in his hip. The surgeon took the patient back to the operating room after x-rays showed a dislocation of the mdm insert from the mdm liner. The surgeon opened him up and reduced the hip and after a range of motion he felt the hip was stable but decided to increase the head length from +4mm to +8mm and a new mdm insert. The doctor felt comfortable with this range of motion and tightness. He closed the patient. Upon examining the mdm insert and lift 28mm head, it showed no defect or separation.

Manufacturer narrative:
An event regarding dislocation was reported for a 28mm +4 lfit v40 head. The event was not confirmed. Device evaluation and result could not be performed as no items associated with the event were returned or made available for evaluation. A medical review was not performed as no medical records were received. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Patient received tha on (B)(6)-2013 at (B)(6) hospital. The following implants were used. Tritanium cup, accloade ii stem, mdm liner and insert, and v40 lfit head. The hip was operated on and there were difficulties during surgery with cup placement since the patient was so large. This patient is very heavy (+300lbs), not compliant and his muscles are very tight due to past hip and back problems. A psl cup was first inserted and changed to a tritanium cup with mdm liner and insert. The patient was put through a range of motion and surgeon was happy with the results. Rehab was moving along as scheduled but the patient was not compliant and was refusing to get out of bed for his pt. On(B)(6), 2013 the therapist pulled on his leg as he was getting up out of bed and the patient felt a pop and pain in his hip. The surgeon took the patient back to the or after x-rays showed a dislocation of the mdm insert from the mdm liner. The surgeon opened him up and reduced the hip and after a range of motion he felt the hip was stable but decided to increase the head length from +4mm to +8mm and a new mdm insert. The doctor felt comfortable with this range of motion and tightness. He closed the patient. Upon examining the mdm insert and lfit 28mm head, it showed no defect or separation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.